Event description:
It was reported that the home patient (hp) had a system error 2367 (air in tubing) alarm. This occurred on the homechoice (hc) during use. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm. The hp was going to re-setup the machine. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.